Manufacturer narrative:
### A supplemental report is being submitted for additional information was received. Investigation of this event is pending and a supplemental report will be sent upon its completion. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable associated with (B)(6) was not returned for evaluation. Review of (B)(6)¿s service history records indicated that the device was previously serviced, and the repair actions were verified. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed no anomalies within the analyzed period. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed multiple circular breaks in a previously repaired area of the outer sheath and damage to the inner lumen. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the conditions reported. Based on the available information, the most likely root cause of the driveline outer sheath damage may be attributed to factors such as normal wear over time and/or the handling of the device. A possible root cause of the inner lumen damage may be attributed to handling of the device and/or wear over time without the outer sheath present. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) driveline (dl) sheath exhibited damage in a previously repaired area. The damage was described a multiple circular breaks of the dl outer sheath which started at the strain relief approximately 25cm along the length of the dl. The outer sheath was "strongly yellowish" and was hardened and there was superficial damage to the inner lumen due to the hardened edges of the outer sheath. The driveline was repaired and the vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.